Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unaware of her hypoglycemic event. She had the ambulance come out because she passed out. Her son found her and the insulin pump disconnected for a while. She vomited and was sick. The customer did not remember anything. Her current blood glucose level was 108 mg/dl. Her blood glucose level was treated with food. The reservoir was showing more insulin than what appeared on the status screen. She had a sore throat and pneumonia, for what she was hospitalized. The customer was coughing up stuff. The device was not returned.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to clarify the previous notes. The customer stated that she experienced a low blood glucose of 57 mg/dl and a sensor glucose of 110 mg/dl. The customer stated that she did not receive medical attention from the paramedics as previously reported. The paramedics were never called to her home. The customer stated that her son helped her get her blood glucose levels back up. The customer has hypoglycemia unawareness. The customer stated that the pump did not suspend on the night she experienced the low blood glucose levels.